Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified and a lot number was not indicated for this complaint; therefore, the device history record (DHR) for the lot could not be reviewed for abnormalities that could have contributed to the complaint. Because a sample was not returned and no lot number was indicated for this complaint, the root cause cannot be determined. (B)(4).

Event description:
A surgeon reported that leakage occurred from the valved trocar cannula when it was placed in the pt's eye. The surgery was able to be completed without exchanging the product, and there was no delay and no harm to the pt.